Event description:
During surgery a 10-lcap, a cap that holds the rod in place for a spinal rod fusion case, broke. The saddle that holds the rod in place broke in half during insertion. All pieces were recovered and doctor finished surgery.

Event description:
During surgery a 10-lcap, a cap that holds the rod in place for a spinal rod fusion case, broke. The saddle that holds the rod in place broke in half during insertion. All pieces were recovered and doctor finished surgery.